Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. After the most recent occlusion, the customer's blood glucose (bg) level was 393 mg/dl and an insulin injection was used to address the bg level. Tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion alarms for the past events; however, a system check was performed using the current supplies. The system check showed that the current occlusion appeared to be related to the infusion set site; however, the contact thought the pump was the cause of the occlusions.